Manufacturer narrative:
The lesion was approximately a 60% lesion. The physician did pre dilate with a 3x20 balloon. No severe tortuosity or calcifications noted. Patient stented successfully with another stent. Patient weight: average build.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the distal stent wraps with numerous struts raised. The hypotube was kinked distal to the strain relief. There was no damage to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use one resolute onyx rx drug eluting stent. It was reported that the stent deformation occurred - struts were uneven. No patient injury was reported please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.